Event description:
The customer reported that during a pelvic exenteration, the knife blade did not retract and was contained within the jaws. The device was removed with no tissue damage or pt injury. Another instrument was utilized to continue the procedure. The device was returned for evaluation with the knife blade exposed.

Manufacturer narrative:
(B)(6). The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.